Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
(3 of 3). It was reported during surgery that after the surgeon finished inserting the screws an attempt was made to replace some screws when the driver's tip broke. The broken pieces embedded in the screw head were reported as removed, but additional information provided indicated its possible broken fragments may remain in the patient's body. The surgery was completed after a 20-30-minute delay. No other patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00760.